Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not opening. A technical support specialist (tss) contacted the customer, who reported that the facility was experiencing an issue with a cubie stuck in a drawer. The tss contacted the nurse and remotely accessed the station. An attempt was made to issue medication, during which the cubie did not open. The tester application was accessed, and the cubie was opened using the unconditional open feature. Once the cubie was opened, the customer logged in again and successfully attempted to issue the medication. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie did not open, when the user attempted to issue medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.